Manufacturer narrative:
The tibial articular surface provisional (tasp) was received with complaint for investigation. Visual inspection of the returned tasp bottom identified that it had fractured into two pieces near the post. Both pieces were returned for exam. Visual signs of gouges indicative of wear were noted on the device. This device is used for treatment. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification was implemented. Root cause is attributed to a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation report is complete.

Event description:
It is reported that the tibial articular surface provisional was found to be fractured during pre-operative planning.